Event description:
It was reported that a patient¿s catheter was twisted and thus the patient was not getting any medicine. The event reported was information overheard by the reporter, therefore the patient information was unknown. Additional information has been requested; but was not yet received as of the date of report. The drug on the pump was unknown.

Manufacturer narrative:
(B)(4).